Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side "benign cyst (I think) on one of my breasts", "generalized pains", and "afraid I'll even be retired due to full disability". "Diagnosed with fibromyalgia" and "hair loss, insomnia" also reported, but is not considered device related. Later, healthcare professional reported autoimmune/connective tissue - symptoms of which is not device related and capsular contracture, baker grade unknown. The device has been explanted.